Manufacturer narrative:
This report is filed may 16, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016. Re-implantation is planned; however, has yet to occur as of the date of this report, may 16, 2016.